Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device was hard to fire and caused an incomplete staple formation. As a result, the surgeon had to reinforce the staple line after firing. Sutures were used to complete the procedure. No adverse consequences reported.